Event description:
The customer reported that the system would not switch on, power up, nor boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported.